Event description:
It was reported through clinic notes dated (B)(6) 2009 that a vns pt experienced an increase in seizures due to unk reason. At the moment, good faith attempts to obtain additional info from the treating neurologist regarding the increase in seizures have been unsuccessful to date. No additional info has been received to indicate the relationship of the increase in seizures to vns therapy although medication was increased at the office visit. Additionally, the pt recently underwent generator prophylactic replacement surgery.